Manufacturer narrative:
This report will be amended when our investigation is complete. Received, but not yet evaluated.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the provisional femoral head fit too tightly on the rasp adapter, making it difficult to remove.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The trial femoral head sticking to the trial neck was confirmed. A femoral head provisional was returned for evaluation in a good condition and shows no damage. The profile of the conical taper of the trial femoral head was measured using cmm program. The taper is found to be running undersize. DHR was reviewed and no discrepancies were found. The reported issue was previously investigated may be due to the cleaning of the provisional in an unapproved manner, therefore causing dimensional instability. However, a definitive root cause cannot be determined with the information provided. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.